Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative hcg results using the clearview hcg combo ii. Results as follows: false negative hcg results with clearview hcg combo ii. Lab serum result 68 miu/ml. (Urine collected (B)(6) 2011 and serum collected (B)(6) 2011, urine and serum tested (B)(6) 2011; serum stored cold). No sample available for investigation. Pt is a (B)(6) with a large pelvic tumor. Pt is preparing for surgery. Urine sample is fresh and was collected mid-day. Customer retested serum sample on device, which resulted positive at designated read time.